Manufacturer narrative:
Date sent to the FDA: 06/07/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened box with forty sealed samples were received for evaluation. The quantity in the box is for (B)(4) ((B)(4) ea.). The box belongs to product code j947, lot # qlmjrh, thirty-six sealed samples of product code j416, lot # rammpt, and four sealed sample of product code j416, lot # qpmdac and the number of pieces in the box is greater than indicated, due to this mismatch a further investigation was performed. The product of lot number qlmjrh / j947h05 (box) was manufactured on oct/20/2020 the product of lot number rammpt/ j416h12 ((B)(4) ea.) Was manufactured on jan/28/2021 the product of lot number qpmdac / j416h05 ((B)(4) ea) was manufactured on dec/9/2020 a characterization of the samples was conducted, and the following was observed: samples were examined for visual inspection and measured in needle diameter, point type, needle type, needle radius/curvature and angle and suture characteristic and the needles and sutures belong to each product code and lot number. According the manufactured dates there are difference of time when these products were manufactured, and these batches could not be mixed in our manufacturing sites. During the packaging process, each box is weighed to confirm the correct quantity. According to result obtained during the investigation and product characterization, the reported complaint could not be confirmed, since this issue could not be happened in the manufacturing sites. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that during the prepping of case carts for surgery, the suture box was opened and the suture inside was not what was indicated on outside of box. No adverse patient consequences reported. No additional information was provided.